Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received replace battery alert or power error was detected. Customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 confirmed in device history file and unexpected battery power loss shown in power graph due to connector resistance issue.